Event description:
In 2004, the nurse reports to MFR rep that the pt had small areas of necrosis over each valve. The pt is currently dialyzing with a femoral, tunnled cuffed catheter. At this time, the MFR rep observed a necrotic area approximately the size of a dime over the medial valve and a necrosis area over the lateral valve approximately the size of a quarter. The nephrologist and surgeon are aware. Pt is scheduled to see the surgeon 3 days later. Three days later the MFR rep called the nurse to follow-up and the clinic reports the pt is admitted to the hosp.